Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided information for resetting the pump, and the caller successfully started a new sensor session with no reoccurrence of the error code.